Event description:
The customer reported the visera elite xenon light source fails to start after switching on the fuse. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, no power/intermittent power was noted due to power unit failure. The power supply was defective and required replacement. In addition, xenon lamp over 500 hours, detection of the connection socket failing to detect light guide cable, and a broken power switch ring were observed. The probable cause of the defects was due to wear and tear damage with customer mishandling and with creasing use/time. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Section b5 was updated with additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the power supply issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during a laparoscopy procedure. The procedure was completed with similar equipment without delay. There was no patient harm.